Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cleaning brush head had fractured inside the forceps channel. This malfunction occurred during preparation for use. There were no reports of patient involvement.